Event description:
It was reported via repair work order that the bed exit alarm volume was low due to a faulty buzzer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.